Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and resulted in no failures. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom wa made aware on 08/29/2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. Patient stated he was driving when he noticed he was over 600mg/dl on his blood glucose meter (bg) and did not hear the continuous glucose monitor (cgm) high alert that he had set to 140mg/dl. Patient also reported that his insulin pump was not working. The patient went to the emergency room (ER) at 11:30pm and was administered 20 units of insulin and then slow-acting insulin afterwards. Patient was unable to recall further event details. At the time of contact, the patient was well and stable. No additional event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device investigation.